Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal did not roll correctly. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was discarded.